Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine remote follow up, about a month post implant, there were concerns of premature battery depletion (pbd) for this pacemaker. The device was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition and also observed low right ventricular (rv) lead pacing impedance measurements. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that a device replacement procedure was performed. The physician reported that during the procedure, when attempting to communicate to the device to lower pacing rate, the pacemaker ceased pacing, which resulted in patient to be in cardiac arrest for about five seconds. About 1 to 2 minutes after the incident, pacing output resumed. The physician opted to place a temporary lead to assist with the pacing. The pacemaker and rv lead were explanted and replaced with a new device and lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that during a routine remote follow up, about a month post implant, there were concerns of premature battery depletion (pbd) for this pacemaker. The device was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition and also observed low right ventricular (rv) lead pacing impedance measurements. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that a device replacement procedure was performed. The physician reported that during the procedure, when attempting to communicate to the device to lower pacing rate, the pacemaker ceased pacing, which resulted in patient to be in cardiac arrest for about five seconds. About 1 to 2 minutes after the incident, pacing output resumed. The physician opted to place a temporary lead to assist with the pacing. The pacemaker and rv lead were explanted and replaced with a new device and lead successfully. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.